Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities, we could not determine the cause of the phenomenon based on the investigation result. Additionally, it was confirmed that the display was broken and there was no abnormality in the product functionality. The impact on the touch panel could be seen but no malfunction was identified when functional tests were carried out. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿always inspect the ultrasonic generator as described in this chapter before using. Also, inspect the ancillary instrument used in combination with the ultrasonic generator according to the instruction manuals. Should any irregularity be observed, do not use the ultrasonic generator and take proper measures by referring to chapter 8,¿troubleshooting¿. If the irregularity is still not resolved, do not use the ultrasonic generator and contact olympus. Using irregular instrument may cause a malfunction and may also result in an electric shock, burns and/or fire hazard.¿ ¿anytime you observe an irregularity (error window, abnormal noise, abnormal odor, abnormal output, abnormal appearance, etc.), immediately stop using the instrument and check/inspect the ultrasonic generator by referring to chapter 8, ¿troubleshooting¿. If the irregularity is still not resolved after the check/inspection, use a spare ultrasonic generator and/or contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Patient gender incorrectly selected; information unknown.

Event description:
The customer reported to olympus that during total thyroidectomy procedure, there was a malfunction of the thunderbeat and the sealing was too slow. Another device was used to complete the procedure. In addition, it was reported that the screen of the ultrasound generator is damaged. There were no reports of patient harm associated with this event.